Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that upon receipt, and prior to use on the patient, the customer's gryphon anchor with proknot metal shaft of the inserter was bent. The sales rep did not know how the device became bent. The case was completed with another like-device with no patient harm or delay. The device is being returned for evaluation.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint alleging that the device was damaged upon receipt cannot be confirmed. It was observed that the inserter was bent towards the middle. The suture and anchor appeared to be in unused condition. It is possible that the user removed the device from the packaging at a downward angle therefore causing the inserter to bend. However, given the information provided we cannot discern a definitive root cause for how the device became bent. During the assembly process, a 100% in process verification is performed to detect visual anomalies with the raw materials, therefore it is unlikely that the defect reported by the customer occurred during manufacturing. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).